Event description:
It was reported that while the cardiologist was manipulating the spring wire guide (swg) through the dilator and sheath, resistance was met. On removing the dilator and swg as usual, the swg unraveled. Under fluoroscopy, the tip of the swg was found to have remained in the radial artery. Additional information stated the wire was surgically removed.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.